Event description:
It was reported numerous stalls and recoveries were confirmed in the event logs. The first stall occurred on (B)(6) 2014 and a recovery was recorded on (B)(6) 2014 at 13:00. It was noted the patient was in the ER after the reported motor stall recovery occurred. The patient met with the manufacturer representative who confirmed the stalls/recoveries. The patient was "fine" and was sent home. It was noted they could not tell if the patient had gradual increased spasticity because the patient was "usually spastic anyway". The patient was prescribed oral baclofen. It was noted the patient was scheduled for a pump replacement on (B)(6) 2014. The pump was used to deliver gablofen (baclofen). It was further reported there was no tube set message after the first three stalls. The stalls and recoveries did not occur in a short duration. They were noted to have had 3 occurrences over 5 days. There were no environmental causes determined and it was assumed to be a potential pump problem. The pump was replaced and sent to pathology per policy.

Event description:
Additional information received reported there was no patient injury. It was unknown to the device manufacturer representative if the patient recovered without sequela. Per telemetry strips provided with the returned device, when the pump was examined on (B)(6) 2014, post explant, a motor stall was occurring as well as a stopped pump period may exceed tube set message. The logs showed a motor stall occurring as early as (B)(6) 2014 followed by intermittent stalls through (B)(6) 2014. The last entry was a stopped pump period may exceed tube set message noted the day prior to explant. No recovery following that message was noted in the logs, prior to explant.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump motor found gear train anomaly and corrosion, wear, mositure and lubrication. Analysis of the pump motor also found stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).